Event description:
It was reported the patient received two shocks. It was also reported that the lead had high pacing impedance and that the lead was replaced due to oversensing of noise. No patient complications have been reported as a result of this event.

Event description:
It was reported the patient received two shocks. It was also reported that the lead had high pacing impedance and that the lead was replaced due to oversensing of noise. No patient complications have been reported as a result of this event. It was further reported the lead fractured.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.